Event description:
In may 2003 during a laparoscopic roux-en-y gastric bypass, the instrument was closed and fired. Attempts to remove the stapler failed. After multiple attempts it was necessary to resect the entire anastomosis with the stapler in place. The new proximal gastric pouch at this point was quite small at perhaps 15cc's. The pt experienced post-operative bleeding and was given four pints of blood.